Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No an error in the motor was detected by reading unexpected value from hall sensor noted. However, unit received with corroded electronic assemblies, corroded motor home switch and corroded tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.